Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received alleging pain, instability, injury and partial or complete loss of mobility. Doi: (B)(6) 2009 - dor: not indicated, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: (B)(4). Added: h6 (patient and device codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement, hemarthrosis.

Event description:
Medical records received. After review of medical records, the patient was revised to address a painful left hip total arthroplasty with extensive proximal stress shielding. Radiographs indicate extensive osteopenia and significant stress shielding at the tip of the stem. About 10 ml of hemarthrosis fluid was aspirated with a cell count of 1995 wbcs and 145, 000 rbcs. The patient had some excessive pseudocapsule, osteopenia and very osteoporotic bone. It was indicated that the patient's mismatch between his size and stem along with osteolysis was causing him pain. There was no fracture noted on the medical records but it was indicated that due to the difficulty in removing the stem, the surgeon performed an extended trochanteric osteotomy. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.